Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user¿s caregiver requested to return the ilet due to perceived inability to maintain blood glucose within a narrow target range and reported fluctuations, with the caregiver administering carbohydrates at approximately 100 mg/dl, which led to subsequent hyperglycemia and corrective dosing. Symptoms included hyperglycemia. Outcomes included no reported injuries, hospitalizations, or alarms. Investigation included a review of use patterns and return processing. Investigation of this case revealed no device malfunction reported, with user management practices contributing to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear.